Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿pinhole¿ was observed on a patient line extension set. This was observed during fill one of three of automated peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session and advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available..